Manufacturer narrative:
The suspect product was requested to be returned for investigation. Replacement product was sent. Relevant retention test strips (lot 353598) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. This event occurred in (B)(6). Occupation - occupation was lay user/patient.

Event description:
The initial reporter received questionable results from coaguchek inrange meter serial number (B)(4). Comparison 1: the laboratory result was 3.51 inr and the result from the meter was 4.5 inr. Comparison 2: the laboratory result was 3.7 inr and the result from the meter was 5.2 inr. The laboratory used neoplastin ci plus stago reagent. There was no allegation of an adverse event. The therapeutic range was 2-3 inr.

Manufacturer narrative:
Lot number 35359819, as provided by the customer and previously reported on the initial MDR, was not produced. The correct lot number was requested but was not provided. A routine retention testing process has been implemented. Valid retention results are available for all lots in the event a strip lot is alleged in a complaint. All retention data is reviewed on a monthly basis once testing is complete. If a failing result is observed during testing, appropriate actions will be taken. The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. Medwatch field d4 and evaluation method code "testing of device from same lot/batch retained by manufacturer" have been corrected.